Manufacturer narrative:
Results: siderail panel, siderail hoop.

Event description:
It was reported by service report that the head right siderail hoop had a hole and the bosses were broken on the head right outer siderail panel leaving areas for potential fluid ingress. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.